Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining false positive immage rheumatoid factor (rf) results that were generated on the immage 800 immunochemistry system over four (4) consecutive days ((B)(6) 2011). Over this time, the customer used one (1) immage (rf) reagent lot (lot # m101865) in conjunction to the immage 800 instrument. This report documents the results generated on (B)(6) 2011. No confirmatory testing results were provided. Results which are >20 iu/ml are considered positive for rf. It is assumed that the results that are >20 iu/ml but <30 iu/ml falsely positive. Results over 30 are not being questioned. The normal reference range for rf ranges from 0 - 20 iu/ml. No erroneous results were reported out of the laboratory. Patient treatment was not affected by this event.

Manufacturer narrative:
No sample information was provided by the customer. Per the customer complaint record, no sample issues were noted and controls are running acceptably. The customer was sent a new rf reagent lot and no further issues were reported. Service was not requested by the customer, as this event appears to be a reagent issue. This report is related to the following mdrs that are being reported on different dates for the similar event that occurred at this customer site: 2050012-2012-00290, 2050012-2012-00292, 2050012-2012-00294.